Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the material meets product specifications. Result a visual inspection and tests for flow, leak and needle were performed on the returned unused devices. All test results were within specifications. The reference samples were visually inspected and tested for flow, leak and needle. All test results were within specifications. The problem mentioned by the customer could not be reproduced.

Event description:
Patient reported having concerns over the last 3 months with 7 of the infusion set catheters on the infusion device. Patient stated the concern of recent months has also presented last week with the same batch. Patient reported the infusion set catheter breaks in two. Patient stated he has never had elevated glucose episodes with the issue because he has always been aware of the problem and changed the infusion set. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for evaluation.